Event description:
A report was received that patient had infection at the lead entry site. Symptoms were redness and swelling. It was not determined if infection was device or procedure related. The patient was treated with antibiotics. The patient underwent a procedure wherein the wound was opened and flushed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm). It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.